Manufacturer narrative:
Reliability analysis inspected 3 random sealed reservoirs, performed the manual prime, high pressure test per es9041 and dqtp 6117 section 13.2.3.2.2 using a new lab infusion set along with the 7xx insulin pump. The reservoirs passed per inspection and there was no occluded anomalies observed during analysis. The reservoirs connected/locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and reservoir occlusion. Customer's blood glucose level was 432 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.